Event description:
Since my breast implants surgery in 2005, I have had one health issue after another including: heart palpitations, chest pains, insomnia, anxiety, depression, fatigue hormonal issues, miscarriages, migraines, joint pains, hair loss, back and shoulder pain, unexplained weight gain. When I eat very healthy and exercise regularly, things seem to be getting worse as time goes on.